Manufacturer narrative:
The recipient's device was reportedly not explanted. Revision surgery will be scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics consider the investigation into this reportable event closed. The recipient will reportedly not pursue revision surgery at this time. The recipient will be managed by center's protocol and continues to use the device no further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery will be scheduled.